Manufacturer narrative:
Evaluation summary: articular surface shows evidence of delamination and pitting damage on articulating surfaces. Spine post fractured off and fractured piece not returned. Pre-op x-rays not available. Backside surface shows circular pattern of tiny marks possibly due to micromotion. Cause cannot be definitively determined. Eval: articular surface exhibits extensive damage to both condyles. Post has been fractured off and not returned for review. Inferior side exhibits slight rotational striations. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2000. The device was revised in 2007. The surgeon noted, that when the device was removed, the post was broken and the poly appeared to be delaminated.